Event description:
It was reported that when using the bd pyxis¿ medbank tower validation code didn't work. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported issue was related to production issue 55845, the technical support specialist (tss) assisted a nurse attempting an override for an existing order and clarified the correct workflow. Guided her through issuing normally. Encountered production issue 55845, so logged the user out and back in. After repeating the workflow, the issue was resolved, and the nurse successfully issued medication using the validation code. The system functioned as intended after the technical support specialist troubleshot the device.